Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-33, lot# j0427658v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The consumer reported when the healthcare professional (hcp) increased stim, the patient reported that they felt a poke in their back and thinks there was a broken wire in their back. Relevant medical history includes failed back surgery syndrome and complex regional pain syndrome type I. No cause or intervention was reported in regards to the event. Further follow-up was conducted to obtain this information. If additional information is received, a follow up report will be sent.